Event description:
The user facility reported their sterilizer was leaking water from the bottom of the unit. The leak was reported to be approximately two gallons of water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the sterilizer and found the cause of the leak to be a cracked sight glass. The technician replaced the sight glass, tested and confirmed the unit was operating to specification and returned the unit to service. The sterilizer was manufactured in september of 1999 and currently under a steris service contract. The last pm was completed on june 27, 2013 at which time the unit was tested and confirmed to be operating to specification.